Manufacturer narrative:
No malfunction suspected. He client was not exercising caution while operating his power wheelchair outside on the sidewalk and drove over an uneven part of the sidewalk that caused him to fall. Additionally, the client did not have his seatbelt properly latched. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass" and "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
The end user reported while operating their power wheelchair outside on a sidewalk, the end user hot an uneven patch in the sidewalk and fell.